Manufacturer narrative:
Block e1 (initial reporter facility name): children's hospital of capital institute of pediatrics. Block h6 (device codes): medical device problem code a1802 captures the reportable event of foreign material present in the packaging of the device. Block h2 (additional information): additional information received on november 23, 2022 confirmed that this report is a duplicate event that was previously reported to boston scientific under record (B)(4). Review of record (B)(4) contained media analysis of a photo provided by the customer, which noted a hair outside the sterile barrier of the packaging pouch. This confirmed the sterility of the device was not compromised and is not considered an MDR-reportable event.

Event description:
It was reported to boston scientific corporation that a microknife xl was intended to be used in a duodenotomy procedure performed on (B)(6) 2022. During preparation, a hair was found stuck in the inner packaging pouch. There were no reported patient complications as a result of this event. No further information has been obtained despite good faith efforts. Additional information received on october 20, 2022: it was reported that there was no damage on the device pouch. The procedure was completed with another of the same device and there were no patient complications reported as a result of this event.

Manufacturer narrative:
E1 (initial reporter facility name): (B)(6). H6 (device codes): medical device problem code a1802 captures the reportable event of foreign material present in the packaging of the device. H2 (additional information): b5, d7a, block e1 (initial reporter title, first name, last name, zip/postal code, phone, occupation), block h6 (impact codes), and block h8 have been updated based on the additional information received on october 20, 2022.

Event description:
It was reported to boston scientific corporation that a microknife xl was intended to be used in a duodenotomy procedure performed on (B)(6) 2022. During preparation, a hair was found stuck in the inner packaging pouch. There were no reported patient complications as a result of this event. No further information has been obtained despite good faith efforts. Additional information received on october 20, 2022: it was reported that there was no damage on the device pouch. The procedure was completed with another of the same device and there were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a microknife xl was intended to be used in a duodenotomy procedure performed on (B)(6) 2022. During preparation, a hair was found stuck in the inner packaging pouch. There were no reported patient complications as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
(B)(6). (B)(4).